Event description:
Therapist applied electric stimulation to a patient's lower back (excel unit, interferential setting 80-150 hz) combined with moist heat. Patient was in sitting position. I increased the intensity of the estim to within patient's comfort level verbalized to me (approx. Upper 30s in ma) after approximately 3 minutes of treatment, the patient stated he was uncomfortable (pt. Motioned himself forward in the chair) and that the intensity of the machine had suddenly increased on it's own. I turned the estim machine off immediately, noting the intensity was at 55 ma. Patient stated he was ok. I checked patient's skin at area of therapy, which was intact. Patient noted that lower right pad was the one that was uncomfortable. I asked if patient wanted to resume remainder of estim rx or stop. Patient stated he was comfortable with continuing the remainder of estim rx. I applied new electrodes and utilized the other side of the unit for estim. Patient was able to complete the remaining 12 minutes of treatment without any problems or discomfort. Skin intact post treatment. Ut post-it note on estim machine to not be used until checked by clinical engineering. Phoned clinical engineering to report this and have estim machine checked.